Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked battery tube threads, cracked case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer stated that no button shave been pressed for more than three minutes. Customer was unable to clear alarm. Customer's blood glucose was unknown.